Manufacturer narrative:
Additional information was added to d9, h3, h6, h10: h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing, include leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to h6: type of investigation: removed b14. Correction made to h10: a batch review was not performed as the lot number was unknown (previously submitted as a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a peritoneal dialysis (pd) transfer set was difficult to close. This issue was further described as, "a gap between the white twist sleeve and light blue main body even when the clamp is closed". This was observed prior to use of the device on a patient for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6) medical university. Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.